Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 51 events were reported for this quarter. Product return status: 12 devices were received. 39 device investigation types have not yet been determined. Additional information: 51 devices were not labeled for single-use. 51 devices were not reprocessed or reused.

Event description:
This report summarizes 51 malfunction events in which the device reportedly overheated. 47 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Event description:
This report summarizes 50 malfunction events in which the device reportedly overheated. 42 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 51 events were previously reported during the reporting period; however, 1 previously reported event in this report should have been included under MFR report # 3015967359-2021-00596. 50 previously reported events are included in this follow-up record. Product return status: 40 devices were received. 10 devices were not available for evaluation.